Manufacturer narrative:
Brand name: exact brand of medtronic stent graft is unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
An unknown stent graft system was implanted for the endovascular treatment in the patient. It was reported that during a follow up visit on an unknown date there was a lack of seal observed. Open surgery was performed and the stent graft was explanted. As per the physician the event was caused by dilation of the vessels. No additional clinical sequalae were reported and the patient is fine.